Manufacturer narrative:
Device not returned to the manufacturer: meeting minutes; device not returned to the manufacturer.

Event description:
Initial information on (B)(6) 2016: according to dr. (B)(6) at (B)(6): "there is a 3rd patient that dr. (B)(6) couldn't remember the name or procedure date for and the patient received a nirxcell (the two events were reported). The patient presented to the ER with unstable angina within 30 days of receiving the nirxcell. Dr. (B)(6) discovered he had a st within the stent but also the patient had not been taking his (B)(6). Dr. (B)(6) ballooned the stent open and told the patient of the importance of taking his (B)(6). The patient then presented a 3rd time some few weeks later where dr. (B)(6) discovered the stent to be occluded with thrombosis. Dr. (B)(6) can not remember how dr. (B)(6) treated the patient. The patient has since left the practice to be treated at uab. (B)(6) manager of the ccl is trying to find the patient's info but said she view it as a patient compliance issue not stent issue".